Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against the lot. The complaint is mentioned above and addresses and external blood leak (no sample). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred. Upon follow up, the nurse reported the leak occurred 40 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The dialyzer was found to have a crack. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient ended treatment for the day due to the leak. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred. Upon follow up, the nurse reported the leak occurred 40 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The dialyzer was found to have a crack. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient ended treatment for the day due to the leak. The complaint device was reported to be available to be returned to the manufacturer for evaluation.